Event description:
Caller reported a cartridge alarm 30, which did not adversely impact the customer's blood glucose level. The issue occurred during the load process, and the customer had not previously reported cartridge alarms with the specific pump. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed to return the faulty pump to tandem using a pre-paid label and confirmed understanding of the process, including programming the new pump and connecting their cgm. The replacement pump was sent with updated software, and the customer opted to use mdi as a backup therapy to ensure insulin delivery was not interrupted.